Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right internal jugular of a (B)(6) patient. During insertion, the wire was placed through the introducer needle. The needle was removed and the clinician threaded the catheter over the wire. At which time, they attempted to remove the spring wire guide and it began to unravel. Everything was removed and the wire was noted to be intact. A new kit was opened and placed successfully for the patient. There was a few minutes delay to obtain a new kit with no patient harm and no pt death or complications were reported.